Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. The controller fault alarm, unexpected loss of power, double disconnect, and electrical fault alarm associated with vad stop mentioned was previously reported on medical report number 3007042319-2020-03690. Product event summary: the ventricular assist device (vad) hw31359 was not returned for evaluation. This complaint is associated with a clinical adverse event; no performance allegations were made against the device. Information received from the site indicated that the patient experienced dizziness and had several near syncopal events while driving. Upon evaluation, it was determined that the patient had not exhibited any residual impairment. The patient had hypovolemia and received volume after which their condition stabilized. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, syncope is a known potential complication associated with the implantation of a vad. Of note, it was reported that the patient had experienced dizziness chronically over time and varied between gastrointestinal and syncopal symptoms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced dizziness and had several near syncopal events while driving. The patient was evaluated in the emergency department (ed) and had not exhibited any residual impairment. The patient had hypovolemia and received volume after which their condition stabilized. It was further reported that the hypovolemia was not related to ventricular assist device (vad) support and the patient had experienced dizziness chronically over time and varied between gastrointestinal and syncopal symptoms. The vad remains in use. No further patient complications have been reported as a result of this event.